Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It should be noted that the multi-link vision rapid exchange (rx) and over the wire (otw) coronary stent systems (css), international, instructions for use states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a saphenous vein graft to the diagonal left anterior descending coronary artery. An rx vision 4 x 18 mm coronary stent system was prepped and placed inside a graft and was post-dilated. After intravascular ultrasound, the stent could not be seen. It was discovered that the stent had come off the balloon and was stuck between the stylet and protective sheath covering. This happened during preparation without realizing it had come off. It was reported that force was applied during removal of the protective sheath. Another same size stent was used to treat the vessel. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.